Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of bicnu in 1000ml, at a rate of 42ml/hr, for a duration of 24 hours via an unspecified plum pump. It was reported that after approximately half of the bicnu was delivered, the nurse noted air in the cassette. The nurse removed the locking cap on the cassette secondary port to purge the air from the cassette. After the locking cap was removed, an unspecified volume of the solution "sprayed." It was not specified if the delivery was stopped or if the tubing set was removed from the pump without clamping the tubing prior to uncapping the secondary port. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. The customer contact reported the bicnu did not come in contact with the patient's or the healthcare provider's skin. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4).